Event description:
Consumer reported tampons came apart upon removal and pieces remained inside her. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record in review. Consumer did not return unused product at the time this MDR was filed. Info from this incident will be included in our product complaint and MDR trend analysis.